Manufacturer narrative:
Covidien reference number (B)(4). The se replaced the graphic user interface (gui) light emitting diode (led) and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) inspected the device and verified the reported malfunction.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.